Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Additionally, the pump touch screen was blurry. Customer's blood glucose was approximately 210 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.